Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included bipolar disorder and weight loss. Previously administered products included for asthma: albuterol on (B)(6)2015 and flovent; for esophageal reflux: aciphex in 2008; for an unreported indication: oral contraceptive nos and nuvaring. Concurrent conditions included morbid obesity, hot flashes since (B)(6)2015, insomnia since (B)(6)2015, night sweats since (B)(6)2015, menstrual discomfort since (B)(6)2015, unable to urinate since (B)(6)2015, cough since (B)(6)2015, sneezing since (B)(6)2015, food allergy since (B)(6)2015 and hypertension. Concomitant products included norethisterone acetate (aygestin) for oral contraceptive as well as acetylsalicylic acid (aspirin), celecoxib (celebrex), fluticasone propionate (flovent), meloxicam, nuvaring, pantoprazole (protonix), rabeprazole sodium (aciphex) and salbutamol (albuterol). On (B)(6)2009, the patient had essure inserted. On (B)(6)2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), depression ("depression"), anxiety ("anxiety"), diarrhoea ("diarrhea"), abdominal distension ("gas and bloating"), vomiting ("vomiting"), pollakiuria ("bladder or urinary problems or changes: urinary frequency") and urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, depression, anxiety, diarrhoea, abdominal distension, vomiting, pollakiuria and urinary incontinence outcome was unknown. The reporter considered abdominal distension, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming :fatigue, weight gain , headache, pelvic pain, diarrhea, gas and bloating, nausea, vomiting, paint with sex, urinary frequency, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: oral contraceptive nos and nuvaring. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and weight fluctuation outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events abnormal bleeding, vaginal, menorrhagia,bladder or urinary problems, migraines / headaches, nausea, dysmenorrhea, dyspareunia, fatigue, weight flctuation are added. Lot number added. Historical drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included bipolar disorder and weight loss. Previously administered products included for asthma: albuterol on (B)(6) 2015 and flovent; for esophageal reflux: aciphex in 2008; for an unreported indication: oral contraceptive nos and nuvaring. Concurrent conditions included obesity, hot flashes since (B)(6) 2015, insomnia since (B)(6) 2015, night sweats since (B)(6) 2015, menstrual discomfort since (B)(6)2015, unable to urinate since (B)(6) 2015, cough since (B)(6) 2015, sneezing since (B)(6) 2015, food allergy since (B)(6) 2015 and hypertension. Concomitant products included norethisterone acetate (aygestin) for oral contraceptive as well as acetylsalicylic acid (aspirin), celecoxib (celebrex), fluticasone propionate (flovent), meloxicam, nuvaring, pantoprazole (protonix), rabeprazole sodium (aciphex) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), depression ("depression"), anxiety ("anxiety"), diarrhoea ("diarrhea"), abdominal distension ("gas and bloating"), vomiting ("vomiting"), pollakiuria ("bladder or urinary problems or changes: urinary frequency") and urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, depression, anxiety, diarrhoea, abdominal distension, vomiting, pollakiuria and urinary incontinence outcome was unknown. The reporter considered abdominal distension, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming :fatigue, weight gain , headache, pelvic pain, diarrhea, gas and bloating, nausea, vomiting, paint with sex, urinary frequency, anxiety, depression, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events were added per pfs: psychological or psychiatric problems condition: anxiety depression, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: diarrhea, gas and bloating. Bladder or urinary problems or changes: urinary frequency/ incontinence, vomiting. Reporters and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.